Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "we recently had [a powerpicc] that knotted after insertion & had to be removed via small surgical procedure. Additional information received (B)(6) 2022: patient required a cut down to remove line with 5 sutures. Patient is being treated for aspiration pneumonia in the ICU.

Event description:
It was reported by the customer "we recently had [a powerpicc] that knotted after insertion & had to be removed via small surgical procedure. Additional information received 12/09/22: patient required a cut down to remove line with 5 sutures. Patient is being treated for aspiration pneumonia in the ICU.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter knot formation is confirmed. The product returned for evaluation was one 4 fr dl powerpicc catheter. Injection caps were attached to the luer hubs. The catheter extended up to the 35 cm depth marker. The catheter was found to contain a tight knot 0.5 cm from the distal tip. The product number and lot number were not provided. The catheter was cut prior to the location of the knotted region in order inspect the catheter wall thickness. The catheter wall thickness was found to be within manufacturing specification. Based on the information provided and condition of the returned sample, possible contributing factors include advancement and retraction against resistance leadings to knotting of the catheter. The knot formation likely occurred during insertion process; therefore, the complaint is confirmed.